Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 15mm, diameter 3.5mm was used to treat a lesion in a patient. No issues were reported during index procedure. The patient was admitted to hospital emergently nine days post procedure. An export aspiration catheter was used to treat a thrombus in the stent. An endeavor stent, length 24mm, diameter 3.5mm was implanted. The patient status post procedure is unknown. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for evaluation.

Manufacturer narrative:
Secondary intervention (export catheter used and additional stent implanted) - eval codes, results: (stent thrombosis).